Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to performed functional test due to prime alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube thread, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with compromised force sensor system alarm on their device. The customer's blood glucose level was reported to be 220mg/dl. No further information provided.